Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Title: functional outcome after perineal stapled prolapse resection for external rectal prolapse. Author(s): franc h hetzer, amir h roushan, katja wolf, ulrich beutner, jan borovicka, jochen lange, lukas marti. Citation: hetzer et al. Bmc surgery 2010, 10:9. The study aimed to present the functional outcome and the early follow-up from a larger number of patients after perineal stapled prolapse resection (psp). From dec2007 to apr2009, 32 patients (n=2 male and n=30 female; median age of 80 years [ranged 26-93 years]) with external rectal prolapse underwent psp. In the procedure, the prolapse was completely pulled out and then axially cut open with a linear stapler (either ilatm 100 or proximate linear cutter 75mm) at three and nine o¿clock in lithotomy position. Finally, the prolapse was resected stepwise with the curved contour® transtar¿ stapler at the prolapse¿s uptake. Postoperatively, a female patient with continuous ambulatory peritoneal dialysis developed a temperature and abdominal pain (signs of peritonitis), and abdominal CT scan showed an air bubble on the anastomosis side (small anastomotic leakage) and signs of inflamed tissue. The patient was treated with IV antibiotics and parenteral nutrition for 10 days. Another female patient developed an early recurrence of rectal prolapse 11 months after psp intervention which resolved with a laparoscopic ventral rectopexy. One patient with low grade incontinence and one patient with no fecal incontinence developed worsened fecal incontinence after psp. The authors recommended a careful over-suturing of the staple line to prevent postoperative bleeding and to minimize anastomosis dehiscence.